Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h11. Corrected fields: b7, d10. In previous MDR h6 - medical device ¿ problem code was corrected but in h11 rationale added incorrectly.

Manufacturer narrative:
The investigation is completed. Below is the summary of the investigation. It was reported that during use the cs300 intra aortic balloon pump (iabp) had low vacuum alarms occurred frequently. Patient involved and no harm reported. (B)(6), a cvicu rn, called for assistance with a low vacuum alarm, stated that the patient had transferred from an outside facility with a teleflex 40cc balloon catheter on a cardiosave pump (pump 1) with intermittent alarms present. After arriving at the hospital, the patient was switched to a cs300 (pump 2.) Overtime the new pump also began alarming low vacuum. (B)(6) was inquiring about what to do. Troubleshooting determined the patient¿s heart rate was in the low 60s and the cardiosave was no longer present for data collection. (B)(6) put the pump in 1:2 to see if it continued. She agreed and said she would call back if it did. (B)(6) did not call back. Consulted with mark miller for additional support steps, and it was determined that if (B)(6) called back, we would exchange the pump one more time but there was a possibility the teleflex balloon catheter was contributing the low vacuum in the compressor. Checked in with (B)(6) via text at 3:37 pm est and she informed the pump was currently functioning appropriately in 1:1 per the physician¿s preference and had not alarmed since original conversation. Provided direct contact to the bedside team if further alarms present. Customer was appreciative of the support and denied any additional needs at that time.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had low vacuum alarms occurred frequently. Patient involved and no harm reported. Customer called for assistance with a low vacuum alarm, stated that the patient had transferred from an outside facility with a teleflex 40cc balloon catheter on a cardiosave pump (pump 1) with intermittent alarms present. After arriving at the hospital, the patient was switched to a cs300 (pump 2.) Overtime the new pump also began alarming low vacuum. Troubleshooting was performed successfully.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h6- health effect impact code.

Event description:
N/a